Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial phone number: (B)(6).

Event description:
The customer reported experiencing issues when attempting to discharge patients involving system freeze/reboot. No patient harm was reported; the device was in use monitoring patients at the time of the issue.

Manufacturer narrative:
(B)(4).